Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The lens was removed due to a broken haptic. The incision was widen and two sutures were required. There were two lenses used on the same pt. See MFR# 20238626-2009-01040 for the other lens.

Manufacturer narrative:
Incision sutured. Evaluation: results: a lens work order search was performed and one similar complaint was found with the same work order. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in proper delivery techniques that are effective, and minimize the potential for damaging the lens.